Event description:
Allegedly nebulizer started smoking after being turned on for 3 minutes. No injury is alleged. (B)(6). Consumer is living in a military camp and alleges that the electrical voltage is USA current 110v. Purchased the aerosol/compressor in the us approx 2 - 2 1/2 years ago and when plugged in and turned on the unit starts to smoke after 3 minutes. Unit was allegedly sent back to invacare. No mention of address it was sent to. Two children allegedly use this unit.